Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual examination of the device found that the returned balloon had evidence of being inflated. The device was attached to an inflation unit and inflated without issue. A visual and microscopic examination of the balloon observed no damage to the balloon or blades. All four blades were fully bonded to the balloon surface. No damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary treatment procedure, removal difficulties were encountered. The lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery (rca). Rotational atherectomy with a 1.5mm rotablator burr was performed, and a 3.0 x 8.0mm promus stent was implanted. Post dilatation was performed with a 3.5 x 9.0mm nc sprinter. Then the 4.0 x 10mm flextome monorail cutting balloon was inserted. The balloon was inflated to 6 atms for 30 seconds and 8 atms for 120 seconds. As the physician attempted to remove the cutting balloon , resistance was encountered as the device was stuck in the calcification. After several removal attempts, the cutting balloon was successfully removed. A 3.5 x 8mm promus was implanted and the procedure was completed successfully. No patient complications occurred. The patient status was good.